Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Visual inspection of the incident device found the blue heat shrink insulation to be torn and the pfte sheath to be completely disengaged from the electrode. The section of electrode normally covered by insulation showed no evidence of scorching and the blue heat shrink showed no sign of melting. The blue insulation appeared to be stretched as though excessive force had been placed on it. No trend has been identified for this failure mode.

Event description:
The customer reported that during a procedure for a facial fracture, the electrode insulation melted and fell into patient's mouth. The piece was retrieved without any injury to the patient..